Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the following symptom in regards to programming pump infusions: "the mdl on spectrum pump is set up with dose mode for heparin infusions: units/kg/hour (lhsc has selected this dose mode). When the patient's blood is evaluated following the initial infusion of heparin, the nomogram outlines that the follow up infusion of heparin to be infused at ml/hour and the change in dose is reflected as ml/hour. However, nurses are programming the subsequent infusion as units/kg/hour. Patients are receiving a different dose than outlined on nomogram." All the information regarding the patient and event reported to baxter by the customer has been reflected in this report. Any patient injury or medical intervention is unknown.